Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. Inspection and testing found the device did not power up due to a faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the monitor did not power up due to a defect on the printed circuit board. However, the root cause of the printed circuit board failure could not be determined. In addition, service found the liquid crystal display was damaged; however, this did not affect usage of the device. Per the legal manufacturer, this issue has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer was performing maintenance on the subject device and found the monitor would not power up. The power lamp was green and the display button did not respond. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide a correction to h6 based on the results of the investigation. The definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.